Manufacturer narrative:
Per tandem's pump user guide: "disconnect your infusion set from your body while on high-speed/high gravity amusement park thrill rides. Rapid changes in altitude or gravity can affect insulin delivery and cause injury." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went on a roller coaster while connected to the pump and the pump fell off the customer while the customer was on the roller coaster. Subsequently, the touch screen became shattered and unresponsive. Customer¿s blood glucose was 307 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.